Event description:
Event description guidant received information that a patient with this implantable pacemaker (ipm) experienced several syncopal episodes and was admitted to the hospital with an intrinsic rhythm of 20bpm approximately two years post-implant. Troubleshooting revealed that the device had no output and was unable to be interrogated. The patient suffered no other adverse effects and was implanted with a competitive pacemaker without further incident. The ipm has been returned for analysis.